Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous mid left anterior descending artery. Using a non-bsc guide catheter and a non-bsc guide wire, the physician predilated the target lesion with a 2.25x15mm non-bsc balloon catheter. Then the physician advanced the 2.50x16mm promus element stent delivery system (sds) several times to the target lesion, however the sds was not able to cross. The device was successfully removed and it was noted that stent had flared. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous mid left anterior descending artery. Using a non-bsc guide catheter and a non-bsc guide wire, the physician predilated the target lesion with a 2.25x15mm non-bsc balloon catheter. Then the physician advanced the 2.50x16mm promus element stent delivery system (sds) several times to the target lesion, however the sds was not able to cross. The device was successfully removed and it was noted that stent had flared. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the stent. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).